Event description:
It was reported that the patient presented for a routine device replacement procedure. Interrogation of the device prior to the procedure noted that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Pacing impedance measurements, threshold measurements and sensing was noted to be stable. It was reported that device replacement procedure was being performed at a different hospital than where the implant was performed, and the prior patient history was unknown. The physician inquired about replacing the rv lead. Technical services (ts) discussed the option of increasing the shock impedance limit to 175 to 200 ohms and discussed if patient factors were a contributing factor, high measurements may continue to be observed with a new lead. The device replacement procedure was successfully completed. This rv lead remains implanted and in service with the replacement device. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.